Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the eos battery status and seven charging cycles were recorded in the device¿s memory. The memory content of the device was inspected. During the inspection of the available iegms noise was observed in the atrial, ventricular and far-field channels of the episodes 25-29, recorded on februrary 11, 2025. The data further showed, that the device automatically activated the eos battery status on the same day. The analysis further revealed that on february 11, 2025, an MRI was performed, without previous activation of the MRI mode and without deactivation of the ICD therapy. In a next step, the ICD was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the device status bos. The battery voltage of 3.10 v revealed a charged battery. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached, and the charging time was as expected. Based on the analysis results, the eos status most likely resulted from the reported MRI scan without prior activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. The analysis did not reveal any indication of a device malfunction.

Event description:
Device reported eos on (B)(6) 2025 after shocks were delivered for vf episodes same day. No external shocks were documented. Battery was reported as 100 percent on (B)(6) 2025. The device was not reset. The patient passed away on (B)(6) 2025 and the cause of death was listed as aortic dissection, hypertension.